Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, technical support engineer (tse) was contacted for troubleshooting assistance to report that an instrument broke after installation on universal surgical manipulator (usm) 4. The customer reported that when instrument had been installed the instrument tips moved by itself on fully open position. Upon removing the instrument, the customer detected damage to the instrument. Customer reported that they tried another instrument with the same result. The customer detected damage in the second instrument after it had been removed. The customer replaced sterile adapter (sa) and tried with a third instrument and reported, after these steps, the issue has been fixed and system worked fine. Then, the customer called tse to report the issue. Tse checked system logs, errors on instrument grip calibration verified in logs. Tse asked the caller if the two instruments were checked before installing them on usm4. The customer was completing the procedure, robotically, as planned, using all the for arms, with less than 15 minutes of delay and with no harm for the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to damages on the carriage cover and top plate in the universal surgical manipulator (usm).

Manufacturer narrative:
This universal surgical manipulator (usm) was returned for failure analysis, and the reported issue was confirmed but not replicated. No error was found indicating ¿instrument broken on usm4¿. Upon visual inspection, the carriage cover and carriage top plate have damage found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification.

Event description:
Refer to h11 for follow-up information.